Event description:
In 2009, the patient reported that his blood glucose measured 271 mg/dl at 3:55pm and 265 mg/dl at 5:24pm. He administered a correction bolus of 1.4 units and he also bolused 3.2 units for his meal. At 9:15pm, his blood glucose measured 504 mg/dl. He injected 5 units of insulin via pen and switched to his other infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.